Event description:
It was reported that the device's printer assembly, along with a low battery reading, appeared to have caused the device's instrument operation to lock-up during pt use. There was no adverse pt outcome. The pt was transported to the hospital without incident.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. The printer's chart recorder and the battery were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed parts; however, the reported instrumentation lock-up failure was not duplicated. Further cause of the reported failure was not determined.